Event description:
It was reported that during a rotational atherectomy procedure in a calcified lad lesion, the rotawire fractured. The lesion was successfully crossed using the rotawire, however, the physician was unable to cross the lesion with the ivus catheter. A 1.5 burr was run along the wire at 6 runs for approx 54 seconds in total, after which the physician was able to cross the distal lad with the ivus catheter. The 1.5 burr was exchanged for a 2.0 burr and ablation was performed sucessfully 3 times for approximately 20 seconds in total. The lesion was rechecked successfully by using the ivus catheter. On removal of the ivus catheter from the guide catheter, the physician again encountered resistance. The physician felt the wire was stuck with ivus catheter. All of the devices were removed and the wire was found to have fractured in the sheath. The separated wire was successfully removed form the pt. Pt status is listed as 'good'.